Event description:
It was reported that the patient's device would turn off. It was confirmed with the recharger that the device was off. The patient could still feel the stimulation. The stimulation was "sharper and at a different rhythm." The company representative interrogated the patient's device and it seemed to be okay. The impedance checks were fine. Everything was okay. This issue occurred about once a month. It was later reported that the patient's device was not charging and caused their intrathecal pump to fail. The device would "spurt." The patient's device was replaced. The patient recovered without sequela.